Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that a signal loss occurred. The wearable was inserted into the arm on (B)(6) 2025. On 04/21/2025, it was reported that the patient uses insulet omnipod5 in modified closed loop. The patient didn't have any signal for 6 hours on his phone application. He stated that he didn't any sensors and he was not able to change it. He tried also to troubleshoot his phone while in the hospital for a doctor's appointment. After few hours, he started having symptoms of muscle spasm. He was advised by the doctor to go to the emergency room (ER). The nurse check his blood sugar it was 357mg/dl. He was given fluids through IV by nurse to address the high blood sugar. They checked again his blood sugar after the treatment and it was 113mg/dl. He was feeling better and awaiting discharge. Performance data was reviewed. The allegation was confirmed due to the finding of signal loss over an hour within the investigation window. The probable cause was the transmitter and app were unable to establish a connection. No additional event or patient information is available.